Manufacturer narrative:
One 12tlw804f catheter was returned for examination. The reported event of balloon burst was confirmed. As received, the balloon inflation lumen was tried, and backpressure was noticed. Occlusion of unknown clear material was found at 10cm depth mark. The balloon was found to be ruptured between the windings. Both the balloon windings appeared in good conditions. The rupture edges did not appear to match up. No other visible damage was observed from the catheter body. The unknown particle was sent to chemistry for further analysis. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a patient, the balloon of this fogarty catheter burst. No problem was detected with the balloon during testing. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
The chemistry results found that the ir spectrum of unknown material showed similar absorption characteristics when comparing to zein (protein based). Using spectroscopy it was detected the following elements in the unknown particles included carbon, oxygen, sodium, silicon, chloride and iodine. Based on the available information it cannot be confirmed that the occluding substances is from our manufacturing process. The only elements that is used in the manufacturing process is the silicone to lubricate the stylet wire and this stylet wire is not used in the affected lumen. Zein (corn protein) is a protein substance found in applications such as coatings, fibers, films, plastics, adhesives and inks. The components of the affected product model have been verified and it cannot be confirmed that it is used in the manufacturing process. The occlusion may be related to the contrast medium used by the hospital. It should be noted that IFU indicates that a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. In regards to balloon burst the catheter manufacturing process includes that a 100% of the units go through a balloon and inflation visual inspection process.